Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no appearance of any physical damaged. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "high alarm displayed" messages. To further investigate, a functional test was performed. The reported event was duplicated. There was a cassette not attached properly error alarm during the investigational. The downstream occlusion sensor, dso, was not operating as intended. The dso was replaced.

Event description:
It was reported that a smiths medical pump displayed a cassette not attached alarm. No patient involvement